Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Correction: device code 2017 added. Device code 2017: failure to follow instructions/steps. The device was not returned for analysis. It should be noted that per instruction for use of mitra clip system, clip delivery system preparation states: carefully slide the clip introducer (ci) over the clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported difficult to remove cl was due to user technique/procedural circumstances. Additionally, reported torn ci appears to be due to reported difficulty removing ci. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip getting caught with the clip introducer (ci), and ci damage. It was reported that during preparation of the clip delivery system (cds), while inserting the clip into the clip introducer, the clip was pushed forward and back quickly, which caused the clip to get stuck with the clip introducer. The clip arm and gripper were caught on the edge of the introducer; therefore, during the attempt to remove the clip from the introducer, the clip and introducer were damaged. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.